Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [4] photos for investigation. Visual examination of the sample and photos were performed and revealed embedded foreign matter (fm) in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that a lot of brown fm was found to be adhered to the inside the bd vacutainer® edta 2k tubes. Verbatim: according to the customer's report, a lot of brown fm was found to be adhered to the inside the tube before usage.